Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated once the verrata wire and oct catheter were removed from the patient, a pci guidewire was put down the lad. This was used to deploy 2 x drug eluting stents in the left anterior descending artery, extending into the left main stem. The device was inspected during prep and no damage was observed. The physician had passed the oct catheter into the lesion and experienced some mild resistance getting into proximal lad but nothing unusual. On removal of the catheter, the physician was unable to move catheter or pressure wire and eventually had to remove both pressure wire and oct catheter together. All portions of the device appeared accounted for after removal from the patient. No additional medical or surgical intervention was required to retrieve the device. Upon inspection after removal the facility indicated it was observed that the wire was bent in multiple locations. Other devices used during the procedure were an eb3 guide catheter, dragonfly oct catheter, and manufacturer's pressure wire. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported that the wire was advanced down the lad and an ffr reading was obtained. An oct catheter was passed down the vessel and became stuck. After unsuccessful attempts to retrieve the oct catheter, the wire and oct catheter were removed from the vessel together. A new pressure wire was used to complete the procedure and perform a post-pci ffr measurement. The procedure was completed successfully and the patient was discharged as expected without any adverse effects. Condition today was noted as "uncomplicated" on (B)(6) 2016. Vessel: lad, proximal and mid, mild tortuosity and calcification. Visual and microscopic inspection was performed on the returned device. The wire was observed to have a bend at 33mm from the distal end of the wire. The wire failed the guide bend test as the wire was unable to be inserted into the bend test fixture. The probable cause of the observed failure was a bend in the proximal coil of the wire. The damage likely occurred during use of device. However, we cannot conclusively determine when and how the failure occurred.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. An internal review of the complaint record on 04-12-2017 determined the date of this report/date company was notified is 07-22-2016 rather than 07-18-2016. The distributor was notified on 07-18-2016 and the manufacturer was notified on 07-22-2016. Initial report: corrected to 07-22-2016.

Event description:
This event is being reported to correct the date of this report (date company was notified) noted on the initial report.